Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in the biliary system during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. According to the complainant, during the procedure, after they exited the papilla and when the device was in relaxed position, the cutting wire broke from the end of the catheter. No part of the cutting wire detached and fell into the patient. Reportedly, the device was not energized prior to bowing and when not in contact with the tissue. Also, the exposed cutting wire had fully exited the endoscope when the device was energized. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.